Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting, inferior vena cava perforation and perforation of organ. The device was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported ¿filter-tilt, inferior vena cava perforation and perforation of organ¿ could not be confirmed as the device was not returned. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed or further clarified. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. The implant date was confirmed to be accurate.

Event description:
Per the implant records, the patient was reported to have a preoperative diagnosis of deep vein thrombosis (dvt) with contraindication to anticoagulation. The patient had been admitted to the hospital with complications of influenza pneumonia, and was able to recover renal function but demonstrated right femoral vein dvt, for which an inferior vena cava filter was recommended. Per the operative report, the patient¿s left groin was prepped and draped using aseptic technique. Using ultrasound guidance, the femoral vein was punctured with a micropuncture needle and a micropuncture wire was introduced followed by a sheath and dilator. Contrast injection was then delivered into the femoral vein demonstrating patency of both the iliofemoral segment on the left side and the caliber of the inferior vena cava (ivc). The optease filter was introduced into the inferior vena cava and deployed at the level of the superior border of l2 as the renal veins did not fill on the initial contrast injection. The patient tolerated the procedure well and was transferred back to recovery room in stable condition. About four years and six months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for filter evaluation. The reformatted images were submitted for review approximately eleven months later. The image review reported the cordis optease ivc filter at the l1-2 interspace. The ivc filter is not tilted at the superior end; it is tilted medially at the inferior end and does not contact the ivc wall. The infrarenal ivc filter perforates through the ivc with multiple struts extending extraluminal. All the struts of the ivc filter perforate the ivc up to 6mm. One anterior strut perforates the ivc and contacts the bowel. Two medial struts as well as a posterior and a lateral strut perforate the ivc wall residing within the soft tissue. A lateral strut perforates the ivc wall and contacts the right renal artery. No fracture fragments were identified. The report also noted that the ivc filter is considered temporary and removable; therefore, further evaluation with interventional radiology was recommended. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs and tilting of the filter, becoming aware of these events approximately five years and five months after the filter implantation.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt and perforation¿ could not be confirmed as the device was not returned. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed or further clarified. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: physical and emotional damages from perforation, tilt of the filter, and the resultant symptoms. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress, and other damages.